Event description:
Pd nurse reported her pt, (B)(6) with ptsd, received a call from the (B)(6) that his benefits had been cancelled and he would no longer receive services. Information from the phone call "worked him up" and caused him to panic and become nervous adversely affecting his treatment process. As a result of the ordeal the pt's hands where very shaky, which caused touch contamination peritonitis. The following information is based on medical records received from the pt's clinic: this is a (B)(6) male pt on peritoneal dialysis for end stage renal disease secondary to chronic glomerulonephritis. He has been dialysis dependent for approximately 6 months prior to this incident. On (B)(6) 2013 in the evening the pt complained of sever abdominal discomfort, headache, cloudy pd drainage, back pain, nausea, vomiting, chills, rigors and spiked temperature and subsequently went to the emergency room (ER). The clinical diagnosis was acute bacterial peritonitis. Emergency room treatment consisted of intraperitoneal vancomycin and gentamicin and empiric IV zosyn. The pt was referred for admission and had rapid improvement in symptoms after initiations of antibiotics. He was discharged home on (B)(6) 2013 with the instructions ot follow up with his nephrologist in 7-10 days. On follow up note from (B)(6) 2013, it was reported the pt recovered and the culture for peritonitis was negative.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The received medical records have been reviewed by the manufacturer's post market clinical department and physician. A (B)(6) esrd pt using a home based cycler developed a cloudy pd bag and associated symptoms consistent with peritonitis. He was admitted to the hospital and treated with IV antibiotics and subsequently discharged home in stable condition. The reporting nurse stated the pt's psychological state effected his treatment and caused touch contamination peritonitis. The pt's peritonitis is unlikely related to his use with the cycler and likely related to touch contamination. A supplemental report will be submitted upon completion of the pt's investigation.